Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of scratch observed during implantation, in and out ; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, scratch observed during implantation. Lens implanted and removed on the same day. Lens was replaced with company other lens model. Additional information received stating that in the surgeon¿s opinion, potentially loader related or may have been scratched in manufacturing. There was no patient harm. The patient's issues resolved. Patient recovering appropriately, no notable abnormalities and patient reported improved vision.